Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage hazard alarm was confirmed via the submitted log file. The log file contained approximately 17 days of data ((B)(6) 2021 per the timestamp). The log file captured a low voltage hazard and no external power alarm on (B)(6) 2021 at 15:22:22 (the last event in the log file) despite both power cables being connected to external power sources (white power cable connected to the power module and black power cable connected to a 14v battery). The voltages on the power cables were at normal levels for their respective power sources. A backup battery fault also activated with the no external power alarm; however, there was no associated error code or yellow wrench alarm. It cannot be determined from the log file when the low voltage hazard alarm, no external power alarm, and backup battery fault resolved due to being captured in the last event of the log file. The pump maintained a speed above the low speed limit throughout the log file. The system controller was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Heartmate ii patient handbook, under section 5 alarms and troubleshooting and heartmate ii instructions for use (IFU), under section 7 alarms and troubleshooting cover all alarms (visual and audible), including the backup battery fault and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii IFU section 2 "system operations" explains how to replace the system controller backup battery. Section 5 surgical procedures, explains how to install the backup battery in the system controller. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen in clinic with no reported problems or alarms. A log file review was requested due to history of slicing of driveline cable. The patient currently uses an ungrounded power cable. The log file captured a lone low voltage hazard event (B)(6) 2021 at 15:22 during interrogation possibly with just the white power lead connected to the patient cable. Additional log file analysis found a no external power alarm and backup battery fault also occurred on (B)(6) 2021.